Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient experienced falls. It was reported that non capture was noted on the right ventricular (rv) lead. The lead was programmed off. No further patient complications have been reported as a result of this event.